Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by turbid pd fluid. It was reported that the patient was not hospitalized or treated with antibiotics for the event. At the time of this report, the patient was recovering from the events. Patient retraining on the proper aseptic technique was not done. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b6 and b7. B5: upon follow-up, it was reported that the patient was treated with vancomycin injection (1mg, every 5th day, intraperitoneal, discontinued) and meropenem injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis (on an unknown date). At the time of this report, the patient has recovered from peritonitis and turbid pd fluid. The patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.